Event description:
It was reported that the battery gauge was intermittently fluctuating resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.